Event description:
It was reported that following the use of bd vacutainer® sst¿ tubes, erroneous neuron-specific enolase (nse) results were observed in ten (10) samples. No patient impact was reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.